Manufacturer narrative:
Stryker was able to verify and duplicate the reported issue. Investigation found the device had bent retaining clips which the caused of the reported issue. The customer received a replacement device to resolve the reported issue. This device was archived by stryker.

Event description:
The customer contacted stryker to report a non-critical issue with their device. There was no report of patient use associated with the reported event. Upon inspection stryker observed their device was missing the magnetic pin in the lid. In this state the device will not turn on automatically, which can lead to a use error resulting in a failure to deliver defibrillation.